Event description:
It was reported that during an infusion set change, multiple connectors from one box would not attach, and after guided troubleshooting the issue persisted until a connector from a different box attached properly. No reported symptoms or adverse clinical effects. Outcomes included completion of troubleshooting and shipment of replacement connectors. Investigation included complaint review and user troubleshooting. Investigation of this case revealed a connector that failed to couple as expected. It was concluded that the event involved a device component failure and replacement supplies were provided.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.